Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method (process evaluation): work order search results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated a 13.7mm micl13.7 implantable collamer lens, -10.5 diopter, was torn and it was unknown if the event had occurred during the loading process or upon insertion. The reporter stated there was no patient contact and the backup lens was implanted.